Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for right hip revision to address adverse local tissue reaction. Doi: (B)(6) 2009. Dor: (B)(6) 2019. (Right hip). Head and liner were revised. Products present at the time of the revision: catalog: 121722056. Lot: dn7kj1000. Description: pinnacle shell sector 56mm. Catalog: 121887456. Lot: 2869037. Description: ultamet liner metal 40mm x 56mm. Catalog: 101204020. Lot: ds1bm1. Description: tri-lock bps femoral stem st/offset sz 2. Catalog: 136506000. Lot: 2880667. Description: articul/eze mspec femoral head 40mm + 5 offset 12/14 taper.